Event description:
Information was received indicating that a patient with a smiths medical portex® bivona® flextend¿ tracheostomy tube desaturated. The tracheostomy (trach) tube was changed out per hospital protocol. The patient was reported to continue to desaturate, a code blue was initiated and chest compressions were performed. Subsequently, the trach tube was changed out again. Upon removal of the trach tube, the cuff was noted to be partially inflated on one side. No further adverse patient effects were reported.